Manufacturer narrative:
Additional information: the lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the two following lot numbers: w3256531, manufacture date 03/04/2013, expiration date, 03/04/2016; w3257141, manufacture date 02/27/2013, expiration date, 02/27/2016. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The hook is broken at the distal end of the drive wire. The clip, component attachment and broken portion of the hook were not returned with the device. The device has been disassembled by the user separating the handle spool, cutting the handle, and removing the drive wire from the device. The proximal end of the drive wire remains securely attached to the handle spool. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the two potential lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the two potential device history records confirmed that both lots met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of drive wire breakage. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
The patient was admitted for a lower gastrointestinal bleed. The physician performed an endoscopy to identify the bleeding. Two post-polypectomy bleeds were found in the ascending colon. A cook instinct endoscopic hemoclip was used. The first clip deployed successfully on the first post-polypectomy bleed. The second site was approximately 1 inch from the first. The second cook instinct endoscopic hemoclip was closed onto the site. When the physician was trying to release the clip, the deployment device snapped, a pop was heard and the clip would not release from the deployment device. The clip could not be reopened for removal from the tissue. The physician manipulated the device for an hour in an attempt to release the clip. It was then decided to consult the trauma/surgery team on how best to proceed. It was decided to pull the catheter of the clip deployment device while the clip was still stuck to the catheter. In the process, this deployed the clip. Total procedure time was 1.5 to 23 hours. Our laboratory evaluation confirmed that the hook and the component attachment at the distal end of the drive wire have separated and were not included in the return. Information regarding the missing sections was communicated back to the medical facility. The location of the missing sections is unknown. There was no patient harm and no residual bleeding was noted. Risk management is monitoring the patient and if any further occurrence is reported to facility, the facility will provide an update. Several attempts to obtain updates regarding the patient outcome have been made. No further information is available. The information able to be collected does not reasonably suggest the patient was adversely impacted.